Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It as reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with colpopexy and enterocele repair.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui, vaginal prolapse, cystocele, rectocele and enterocele.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and mini-arc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.